Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 1 year since the subject device was manufactured. Based on the results of the investigation, it was determined that the distal cover overlapped the hook on the tip of the endoscope. It is likely that the distal cover did not completely get over the hook on the tip of the endoscope. Therefore, the distal cover detached easily due to insufficient attachment to the scope. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "9.3 - attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ this supplemental report includes a correction to g2 and h4 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h7 and h9 to provide information that was inadvertently not included in the previous submissions.

Manufacturer narrative:
The device was not returned and the investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR (B)(4). This report has been submitted by the importer under this MDR report number 2429304-2024-00199.

Event description:
It was reported the single use distal cover fell off during a therapeutic endoscopic retrograde cholangiopancreatography into the small bowel/intestines upon pulling the scope out of the patient. The cover was not able to be retrieved from inside the patient. The patient then underwent a CT scan and an x-ray but the cover was not identified. The patient was discharged post procedure and given laxatives to help expel the cover. The patient will undergo an MRI scan to locate the cover and would be followed by their gastroenterologist. Additional information was requested regarding the outcome but not available at the time of the report. It was noted that there was no anti-fog agent applied to the scope lens and that the user pulled/twisted the cover upon assembly to ensure it was on securely. The user also made sure the hook of the distal ring was fully visible within the distal cover, per the instruction manual.